Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 8 mins into the ablation, a fluid loss alarm was generated at 1 cc/min, then again, 9 mins into the ablation, another fluid loss alarm was generated at 23 cc/min. The procedure was aborted and at this point, it was noted that the ratex placed in the vagina was damp with warm water. The speculum was removed and vaginal burns were observed on the lateral side walls about 2cm by 3cm in size and categorized as "third degree". Clinical follow up revealed there was nothing unusual about the cervix, a tenaculum was used and there was no indication of overdilation. There were no further complications reported with this event and the pt's condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant info is received, a supplemental medwatch will be filed.